Manufacturer narrative:
H11: the device was not returned and the lot number is unknown (the potential lot number provided was not valid to this product code) ; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date ¿over the last 2 months¿. D4: the lot number is unknown, therefore, only a primary di number could be provided. D4: the customer reported a potential lot # one of the lot numbers was h24c08033. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and the amia cassette. The dark blue catheter tip (female connector) was "stuck" to patient line of the cassette. It was further reported that there was a separation between the female connector and the main body of the transfer set. This occurred while disconnecting from the patient line after peritoneal dialysis therapy. To remedy the issue, the line above the transfer set was clamped and the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.